Manufacturer narrative:
Summary of the eval: the device itself was not damaged and was therefore, not evaluated. The non-conformance related to the packaging/sterile barrier. The pouch in which the device was packaged was inspected. A line of tyvek was detected in the mylar which indicated that a seal had been formed. As the pouch was found with the seal fully opened no add'l tests such as dye leak or seal strength testing were useful. A review of the sealer was then conducted. Calibration and preventive maintenance records had been completed and were up to date. An initial review of the sealer by the mfg engineers determined that there was an error on the temperature sensor. The sealer was returned to the sealer MFR for a complete eval. It was determined that there was an error in the pressure power sensor which resulted in a fluctuation in temperature. This sealer has been taken out of service and is being repaired by the sealer MFR. A full preventive maintenance and calibration will be conducted on the sealer prior to returning it to mfg floor. Add'l corrective actions will be investigated to prevent this issue re-occurring. This was the first lot of product to be produced using this sealer. No other lots of product has been affected.

Event description:
An opened pouch was found by a neosurgical employee during training for first use cases of the device. Analysis of the pouch revealed a trace of tyvek on the mylar indicating a seal had been present. Root cause analysis revealed a malfunction of the sealer resulting in an incorrect temperature display reading. As a result, integrity of sterile barrier for the lot could not be assured. No further training was performed and all users were informed so that pts could be identified. At time of detection a total of 9 patients had used the device. No damage to the seals was detected in any of these cases. There have been no reports of adverse reactions in any of these pts. The remainder of the lot has been quarantined at the mfg facility. All pieces from the lot are accounted for. The product had not yet been dispatched to distributors.